Event description:
A malfunction alarm was reported with the code malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and call back if the issue recurs, with the caller expressing understanding of the instructions.